Manufacturer narrative:
Device analysis shows a device failure. This report is submitted on april 11, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on january 12, 2022.

Manufacturer narrative:
This report is submitted on oct 26, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.